Manufacturer narrative:
Please refer to the attahed report analysis of the data confirmed the reported issue: on both rms reports dated 17 february 2025: no real time egm displayed. Since previous in clinic follow-up (probably on 21 january 2025), 3 rms reports were performed: one report on 10 february 2025(real time egm displayed), 2 reports on 17 february 2025 (no real time egm). Due to a software bug, starting from the 2nd report since the last in-clinic follow-up, real time egm is not displayed anymore in rms report (until next in-clinic follow-up). The real-time egm will be available at the next in-clinic follow-up. A correction of this software issue is currently being contemplated in order to prevent the recurrence of such behavior.

Event description:
Reportedly, there is no real-time egm in the remote monitoring pdf report.

Event description:
Reportedly, there is no real-time egm in the remote monitoring pdf report.